Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during fill 2. The home patient (hp) stated that the heater bag had become disconnected. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information, the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) stated that the heater bag had become disconnected. She advised that she thought she didn't make a good connection, which caused the alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.